Event description:
Approximately ten seconds after a 4 mm amplatzer duct occluder (ado) was released from the cable, it embolized and dislodged from the pda into the ascending aorta. A 10 mm goose snare was used to secure the ado and three different venous goose neck snares were placed through the pda into the aorta. After multiple snare attempts, the ado was able to be snared, but was not able to be re-sheathed through an 8f exchange sheath. The ado was left in place and the patient was sent to surgery for device removal. During surgery, the ado was removed and a 6/5 mm amplatzer duct occluder ii (adoiias) was placed into the pda with success and stable device position was confirmed. The patient was well after the case with no complications noted.

Manufacturer narrative:
The device involved in this incident was not returned to sjm for evaluation. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Sjm requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of our investigation are inconclusive and the cause of the embolization remains unknown. Device discarded at hospital.